Event description:
The customer reported obtaining erratic patient results for sodium and chloride on their cell 2 of au5800 clinical chemistry analyzer. The erratic results were not reported out of the laboratory. The customer repeated the patient sample with normal results and reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replaced the solenoid valve to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed normal operation. The beckman coulter internal identifier is (B)(4) .